Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: what were the indications for surgery? Appendicitis; what was the surgical procedure being performed? Laparoscopic appendectomy; how far did the device cut and staple? All the way, but would not release; what troubleshooting steps were performed to open device? Attempted to release by applying pressure to handle, as instructed on similar issues; how was the device eventually removed? Surgically; how was the procedure completed? Midline incision made; was the device reported an ec45a (form states ecy5a); what is the current patient status? Discharged.

Event description:
Per user facility medwatch report form #na, during an unknown laparoscopic procedure; upon placement on tissue and firing of device, surgeon ¿locked out¿. Jaw mechanism of device could not be opened. It appeared the blades did not travel the complete distance of the device before it locked out. To complete the surgery without potential injury to the patient, the surgeon converted from laparoscopic to open procedure.